Event description:
The staff member was inserting arterial fistula needle. He placed one piece of tape on the butterfly and was turning to get another piece of tape when the pt stated that she saw blood. The staff member could tell that the blood was coming from the butterfly opening which had become disconnected from the fistula needle tubing.